Manufacturer narrative:
Account said he replaced the communication cable and moved the bed to another nurse call station, the problem remained with the bed. Account said that the nurse call works when he disconnected the patient pendant. Account said that he would order a new pendant at a later date. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Account said that the bed would not place a nurse call.